Manufacturer narrative:
Additional codes added to section h6 evaluation result and conclusion. Device evaluation summary: one exhalation sensor printed circuit board assembly (pcba) was returned to medtronic for further analysis. Upon visual inspection of the returned part, no anomalies were found. When it was attached to the test unit, it was found that the unit successfully passed all the tests and calibrations without errors and alarms. The replaced component exhalation sensor pcba did resolve the issue in the field; however, the returned component exhalation sensor pcba was analyzed and was testing satisfactorily. With the information available a likely cause could not determined. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the exhalation printed circuit board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿backup ventilation in progress, provide alternate source of ventilation¿ alert message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.